Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were malformed and scissored when applied to the tissue. The surgeon finished the case with the second device. There was no pt consequence. The rep was present during the case.